Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient included in a trial passed away. A cook inc. Radial artery pressure monitoring set was being used in the right radial. There was no cause of death provided. There was no complaint of any device malfunction. There was no information provided suggesting the device caused or contributed to the death. Additional questions have been asked regarding the following and to date there has been no information provided. Please provide cause of patient death? Did the complaint device cause or contribute to the death of the patient? What was the device being used for during the procedure? Please provide autopsy or pathology reports if available? Please provide the patient's condition at the time of device placement? Please provide any procedural imaging if available? Please provide patient demographics. Please provide patient pre-existing conditions. (Please provide any patient pre-dispositions). Please provide any images or videos of complaint device if available?

Manufacturer narrative:
Additional information: the customer stated on (B)(6) 2018 during a phone conversation that this report was not a device complaint.